Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code, 3191, patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s partner, on saturday (B)(6) 2026 the patient was feeling unwell and having fits of nausea and vomiting. They were unable to take any fluids and had a high temperature. The patient was taken to the emergency room (ER) at around 7:00 pm and was admitted at 9:30 pm. At the time, the continuous glucose monitor (cgm) reading was 250 mg/dl; a blood glucose (bg) reading was taken but the reporter is unable to recall the value. The patient was treated with IV fluids and saline. After the initial investigation the reporter was advised it could have been a possible case of diabetic ketoacidosis but was not given a definitive answer and was advised they were still monitoring the patient. The hospital staff removed the dexcom sensor upon the patient¿s admission due to multiple laboratory tests being performed. The patient stayed in the hospital for more than 24 hours and was still hospitalized at the time of the report. The reporter alleged that the cgm was reading 20 points higher than the bg. The cgm showed glucose readings that did not appear severe and did not alarm the patient. This may have made the situation seem controlled while the patient¿s condition was worsening and delayed recognition until emergency care was needed. At the time of the report the patient was fine. No other details were documented. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 7:51 pm with wearable serial number (B)(6). The sensor session lasted greater than 3 days and ended due to a manual stop on (B)(6) 2026. There were no blood glucose calibrations attempted during the sensor session. On the date of the reported event (03/07/2026) the egvs were within target range up until 7:41 pm when the egvs went above the high alert threshold and a high glucose alert was triggered. The egvs then dipped below the high threshold and subsequently breached the threshold again with additional high alerts. All alerts were found to have performed as intended. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).